Event description:
It was reported to boston scientific corporation that a contour ureteral stent was placed in each ureter during an abdominal and bladder surgery procedure, for the duration of the procedure. The patient required bladder surgery to remove a fistula between the bladder and the bowel. At the conclusion of the procedure, the right stent was removed by pulling the suture, without incident. The left stent was removed without resistance; however, only an approximately .5 centimeter piece of the stent came out. The rest of the stent detached and remained inside the patient. The urologist decided to leave the stent fragment inside the patient and wait until the abdominal site heals, which is expected in one to two months. Reportedly, the patient had a normal anatomy and both stents were placed without difficulty.

Manufacturer narrative:
(B)(4): detachment of device or device component. (B)(6).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual inspection of the returned contour ureteral stent revealed that only the bladder pigtail of the device was returned, with the suture attached. The renal portion of the stent was not returned. Possibly unstated procedure and clinical factors contributed to the stent separation, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, operational context caused or contributed to this event.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was placed in each ureter during an abdominal and bladder surgery procedure, for the duration of the procedure. The patient required bladder surgery to remove a fistula between the bladder and the bowel. At the conclusion of the procedure, the right stent was removed by pulling the suture, without incident. The left stent was removed without resistance; however, only an approximately .5 centimeter piece of the stent came out. The rest of the stent detached and remained inside the patient. The urologist decided to leave the stent fragment inside the patient and wait until the abdominal site heals, which is expected in one to two months. Reportedly, the patient had a normal anatomy and both stents were placed without difficulty.